Event description:
It was reported that the customer was unable to clear the battery out limit alarm. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Pump received with normal operating currents. No unexpected battery out limit alarm noted. However, pump received with intermittent button response due to corroded keypad traces. Also received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker, cracked lcd window and cracked battery tube threads.